Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer observed that the power cord was bumped causing the outage. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a procedure the system lost power. The surgery was completed with the same system. It was noted that the power cord looks damaged.